Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after updating the software to application 1.2.0 and os 1.0.5 when trying to log out of the administration the monitor went black and then it was prompted with a message stating "graphics card low performance": and it displayed 4 options to continue. Technical services (ts) selected the last option to "return to window". The monitor remained black for over two minutes. Ts then did a forced shutdown on the system and restarted. The application and os were successfully installed and there were no other issues. Update from ts reported that upon installing os 1.2, they were prompted with the message in attachment "s8 graphics 1" and "s8 graphics 3". When selecting "exit to console login", ts reported that the screen went black for a few minutes. They had to do a hard reboot of the system , which returned them to the login screen. Ts confirmed that the update successfully installed on the system, however it did require a hard shut down. After installing os 1.0.5 and app 1.2, logout was selected from the stealthadmin desktop when the graphics card messages appeared. When completing a software upgrade on another system, restart was selected from the desktop and the behavior did not occur. No patient was present at the time of the event.